Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that the no delivery alarm caused high blood glucose of 418 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. Troubleshooting was done. There were insulin drops and the no delivery alarm did not recur. The customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.